Manufacturer narrative:
Additional information was received on the event on (B)(6) 2017. During the procedure, a thrombus was visualized on the pentaray navigational eco catheter via intracardiac echocardiogram (ice). Two weeks post-procedure, the patient returned to the hospital and was diagnosed with bilateral pulmonary embolisms. It was noted that the ablation catheter did not fail. Since the thrombus was visualized on the pentaray navigational eco catheter, we will also conservatively report the event under the pentaray navigational eco catheter. Biosense webster manufacturer's ref. No.'s (B)(4) are related to the same incident. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Concomitant products: carto 3 system, model #:m-4800-01, serial #: (B)(4). Smartablate pump. Pentaray navigational eco catheter, model #: d-1282-08-s, lot #: lot:17534578l. Soundstar catheter. Biosense webster, inc. Bidirectional coronary sinus catheter. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for left atrial tachycardia with a thermocool smarttouch bi-directional navigation catheter and suffered an intraprocedural thrombosis (requiring heparin and attempted extraction) and post-procedural bilateral pulmonary embolisms (requiring an unspecified medication). Physician did not provide a causality opinion. During the procedure, a thrombus/coagulum was identified via intracardiac echocardiogram. Heparin was administered. Physician attempted to extract the thrombus/coagulum. Patient was reported to be in a stable condition. Immediately post-procedure, the patient did not exhibit neurological symptoms. At some point post-discharge, patient returned to the hospital with symptoms and was diagnosed with bilateral pulmonary embolisms. An unspecified medication was administered. Patient was recovering at the time of complaint update. There is no information about the hospitalization. Generator settings included temperature cut-off of 42 degrees celsius. No ablation was performed prior to visualizing the thrombus. Patient received anticoagulant (heparinized saline 500 units in 500 cc) during the procedure. There were no catheter issues related to temperature or flow. There were no error messages reported on any biosense webster, inc. Equipment during the procedure. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.